Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image disappeared when manipulating bending section was confirmed. Based on the results of the investigation, the probable cause of the complaint is cause traced to component failure, or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the inspection for use, the videoscope failed to display an image. There was no report of patient involvement.